Event description:
Customer reported patient blood glucose results of 447 mg/dl on the inform system and a lab result of 73 mg/dl within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.